Event description:
A report was received that the patient¿s ipg would charge to double beep in a few minutes but the ipg charge showed low in the remote control. Database analysis revealed that the battery log showed that the battery voltage was fully charging but quickly depleting once the charger was removed. The ipg appeared to exhibit signs of a high internal impedance battery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The complaint of a telemetry anomaly was confirmed. Battery profile falsely indicated battery depletion to be approximately 350mv per hour. Acir reading of the battery measured 1.02 ohms which was out of the expected range. This higher than normal resistance caused an excessive voltage drop across the battery resulting in the appearance that the battery was fully charged when it was still approximately 3.5vdc. The high acir reading was an indication of a faulty tab weld in the battery. The battery was sent to quallion to perform failure analysis, and they have found a faulty tab weld in this battery. The faulty weld was the root cause of the telemetry anomaly.

Event description:
A report was received that the patient's ipg would charge to double beep in a few minutes but the ipg charge showed low in the remote control. Database analysis revealed that the battery log showed that the battery voltage was fully charging but quickly depleting once the charger was removed. The ipg appeared to exhibit signs of a high internal impedance battery. The patient will undergo an ipg replacement procedure.